Event description:
The hcp reported the pt had lost relief. The "pump has not worked since 2002". The pump was explanted due to early failure and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.